Event description:
Patient sustained a 1-2 mm electrocautery burn at the right side of his back. Patient admitted for outpatient surgery removal of acne keloidalis cyst at the nape of neck. Electrocautery machine was set at 30/30 and grounding pad was placed over the right posterior thigh. Patient was in prone position. Surgeon was leaning on the patient and was electrocauterizing through the clamp when he felt an electrical current in his hand - searing burn-. The bovie was placed inside the bovie. The device was submitted to our clinical technology dept. For defect investigation. Dates of use: two days in 2008. Diagnosis or reason for use: removal of keloid from nape of neck. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction? Dosen't apply.